Manufacturer narrative:
(B)(4). The service engineer (se) reported that after troubleshooting this issue with customer over the phone was found that a user error contributed to the alleged malfunction. Customer reported the unit passed short and extended self-tests. .

Event description:
It was reported that an 840 ventilator went into safety valve open. The ventilator was not in use on a patient at the time the malfunction occurred.